Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. It has been reported that readings were over 20.00% off. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.